Event description:
Per the clinic, the patient experienced a performance decrement subsequent to sustaining a blow to the head. The device was explanted on (B)(6), 2011, and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
(B)(4)